Manufacturer narrative:
The actual device is not available for evaluation. The model number and lot number were provided, but no pictures were provided. The investigation is ongoing. Once we have completed the investigation, a supplemental report will be submitted with any additional relevant information.

Event description:
Complainant alleges "the needle actually snapped off into pieces inside a patient. Thankfully all the pieces were retrieved." Patient was having a quadriceps ligament repair. All fragments and pieces were removed from the patient. There was no harm to the patient.

Manufacturer narrative:
Device was not returned for evaluation. No pictures of the device were provided, however part number and lot number were provided. The customer stated that the needle broke at the eyelet during surgery. Without ability to evaluate the sample (or pictures), our ability to investigate is limited. The root cause is undetermined. However, based on historical knowledge of similar complaints, broken needles can occur if the customer holds the needle with a clamp too close to the eye or end point of the needle. The IFU states where to use a clamp, and not to use it near the eye or end of the needle. So most likely, this was user error if that occurred, but it cannot be verified based on the information we have. If any additional relevant information is identified, it will be submitted in a supplemental report.